Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's investigation, and to correct information provided on the initial report. The subject device was returned to an olympus repair center for evaluation. The e101 error was confirmed by the repair center, which was found to be caused by a faulty temperature switch. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the temperature error occurred due to the failure of the temperature switch, causing an e101 error (clv temperature error).

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device was loaned to the user facility on november 6, 2020. A customer reported that a ventilation system error (e101) occurred during installation acceptance of the device on (B)(6) 2020. The customer did not use the device and returned it to the olympus loaner center. There was no report of patient injury associated with this event.